Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode where the patient experienced supraventricular tachycardia (svt) and was treated with inappropriate anti-tachycardia pacing (atp) and shocks. Still, the heart rate remained within the ventricular tachycardia (vt) zone, indicating a return to svt, additionally there were multiple vt-1 episodes that did not receive therapy. Technical services (ts) was consulted and confirmed the rhythm is 1:1 with some premature ventricular contraction. Ts recommended assessing the patient to determine what activity they were performing at the time of the event, and reprogramming options were also discussed. This ICD remains in service and no additional adverse patient effects were reported.